Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/29/2021.

Manufacturer narrative:
H4: the lot was manufactured from september 03, 2020 - september 04, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿air was getting into the blood¿ in line while using at least three (3) one-link non-dehp standard bore catheter extension sets; further described as ¿bubbles of air in the blood¿. The events occurred in the emergency area. This was observed when the unknown syringe was pulled back that was hooked up to the extension set. As a result, this caused the staff to restart the patients ivs (intravenous lines). There was no report of patient injury or medical intervention associated with this event. No additional information is available.